Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: brief inquiry description - multiple air in line alarms reported - pt. Death reported. Patient admitted to the (B)(6) (B)(6) at 0105. Originally admitted to (B)(6) on (B)(6) for a type a dissection, discharged from (B)(6). Went back to an (B)(6) yesterday, arrived back to the (B)(6) last night. The event outlined below was documented as occurring upon admission. Patient time of death was 0233. "A new admission arrived to the unit in cardiac arrest. When attempting to switch the patient from transport's medications to our medications the norepinephrine and the vasopressin continued to alarm for "air in line". The lines were reprimed multiple times and continued to alarm. The IV tubing was also removed and visualized for air, however, there was none. I had to have another nurse run and grab me new bags of both medications to prime them onto entirely different pumps.". This report is for the infusomat space pump involved in the event. The pump set involved in the event will be reported as MFR report #: 2523676-2024-00307.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.